Event description:
Loss of osseointegration.

Manufacturer narrative:
The customer information has been changed, which is reflected in this follow up report.

Event description:
Loss of osseointegration. The customer information has been changed, which is reflected in this follow up report.